Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 71 mg/dl to "low". Cause of bg level was not known. Customer drank chocolate milk to address the issue then "collapsed" at the grocery store, had a seizure, and hit their head; resulting in a "head injury". Customer was transported to the emergency room by emts (emergency medical technicians). Customer was discharged the same day with the issue resolved and no permanent damage, and reverted to an alternate method of insulin therapy. No additional information regarding this event was available.